Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized due to a pulmonary embolism shortly after the implant procedure. The patient has a clotting disorder and the physician does not believe the incident was related to the device. The patient has recovered without sequelae and is currently using the device to find effective pain relief.